Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during a generator change. The physician used a lead repair kit and there was still a no capture, the sensing and impedances measurements remain within normal range. The lead was still plugged into the atrial port. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during a generator change. The physician used a lead repair kit and there was still a no capture, the sensing and impedances measurements remain within normal range. The lead was still plugged into the atrial port. No adverse patient effects were reported.